Event description:
It was reported that the patient¿s pacemaker exhibited incorrect measurement and output rate issue. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported complaint of event diagnostics are confirmed. The pacing percentage that was displayed was correct. The greater than 200ms av delay was expected behavior that occurs during autocapture fusion avoidance operation.